Event description:
It was reported that during the implant procedure, the lv lead was attempted, but not used due to high thresholds and phrenic stimulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned for analysis and no anomalies were found. It was reported that the distal conductor had blood/body fluid (not obstructed).